Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned in one piece with visible kinks. The piece measured approximately 315.3 cm which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, it was reported that there was a crack in the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse effects as a result of this procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, it was reported that there was a crack in the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse effects as a result of this procedure. There were no patient complications reported.